Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump made a constant ringing noise that was not an alarm. Reportedly, the touchscreen then became unresponsive and the customer was no longer able to interact with the pump. There was no impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.